Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that after the battery shutdown they try to change it and could not so, they remove it but they leave a pieces of coils. No further complications were reported/anticipated at this time.